Event description:
A pt claims to have incurred alleged debilitating injury following an alleged physical reaction upon alleged "exposure" to laerdal airway lubricant (lal) that was sprayed onto the nasal tube during the training scenario. It was determined the co2 powered glycerol lal, item# 071400, may have been the product in use at the time of the alleged injury.